Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00464. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician introduced two ruby coils into the hub of the lantern delivery microcatheter (lantern), removed their introducer sheaths and then continued to advance the coils through the lantern. However, both ruby coils became stuck at about 3 centimeters before exiting the lantern. Therefore, the ruby coils were removed and the procedure was completed using another manufacturer's coils and the same lantern. There was no report of an adverse effect to the patient.